Event description:
Event description guidant received information that this right ventricular lead dislodged approximately 30 minutes after being implanted. The lead was successfully explanted and replaced.